Event description:
According the reporter: the customer reports that the instrument jammed shut on tissues and the tissue was cut. A second instrument was utilized to staple and cut above the jammed sulu.

Manufacturer narrative:
(B)(4).